Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart several times when changing battery. Customer's blood glucose value was unknown at the time of the incident. Customer states the insulin pump has rejected new battery, when battery changed loss the setting, chip missing around battery cover and hairline cracked around where the reservoir screw. The insulin pump will not be returned for analysis.